Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had frequently charging the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.